Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) and right atrial (ra) lead revealed a rise in pacing impedances greater than 2,000 ohms. The physician request technical support from a boston scientific technical services (ts) agent and a data disk was sent in for review. Both leads remain in service and the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) agent reviewed the data disk and discussed that all ra and rv pace impedance measurements have been out of range and above 2,500 ohms, while shock impedance remained stable and within range. It was also noted that during review of the electrogram (egm) the atrium revealed oversensing and a loss of capture (loc) occurred on the left ventricular (lv) lead. As many daily measurements occurred at greater than 2,000 ohms, it was suspected that a mechanical lead issue or lead connection issued may have occurred. Nevertheless, no noise has been observed in real time or stored egm. Based on the provided information from the data disk the agent recommend that further lead testing be performed and a system revision. The agent also recommend that pacing thresholds of all possible vectors should be re-evaluated together with the integrity of the right atrial (ra) lead and a possible x-ray be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.